Event description:
The customer reported the exposure switch would not work. A reboot was required in order to restore system functionality. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The connectors were reseated and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.